Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1616201) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed. This is report 2 of 3; from the same user facility same lot number as MFR report #: 3004939290-2016-00272 and 3004939290-2016-00274.

Event description:
It was reported that during 3 different procedures with 3 mynxgrip 5f vascular closure devices from the same lot, when the doctor went to shuttle down, resistance was met and the doctor could not shuttle down all the way. This report is for event 2 of 3. The device was being used with a 5f procedural sheath for arterial closure. The doctor had no issue during the insertion, inflation or pullback of the balloon. It was also reported that the advancer tube would not come out of the sheath. The balloon was deflated and the device was removed. Manual compression was held for less than 30 minutes to achieve hemostasis. There was no patient injury. Hospitalization was not extended as a result of the issue. Additional information was requested, but is not available at this time.